Event description:
It was reported, band was explanted due to a leak. It was replaced with a competitor's band. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.